Manufacturer narrative:
The surgical pattie was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is "improper string weld". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was implemented and preventative actions will be taken to minimize the issues above.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3014334038-2022-00236. A physician reported that on (B)(6) 2022, surgical patties were used during a spine fusion procedure and the string got separated from the patty. The surgeon had to look for the patties in the surgical field. The patient was still sedated while looking for the patties and all were found. There was a surgical delay of 45 minutes due to product issue and was not specified if the patient needed to be given additional anesthesia and no patient injury was reported.